Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low rectum procedure, during the rectal anastomosis, a reload had fallen out of the instrument before use. There was no piece that fell into the patient cavity. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. Functionally, the device was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advanced when the handle was squeezed and the knife cut the media cleanly and completely. Visual inspection did not note any disengaged components. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of intact cut ring that has no relationship to the reported condition. Replication of the intact cut ring may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. No further actions have been deemed necessary at this time. Based on the evidence available the reported condition was not confirmed. If information is provided in the future, a supplemental report will be issued.